Event description:
Faulty evolution biliary stent. Details requested. Updated as per complaint form received from the rep on (B)(6) 2022 jil01: when catheter in place, nurse starting squeezing trigger of the gun but stent did not come out of the catheter despite the trigger being pulled several time. They then push the directional button the other way and then again in the deployment way but the stent would not come out. They removed it from patient and use another stent without any problem. Lab evaluation (B)(6) 2022. Visual inspection stent partially deployed on return. Red marker at 4 dimpling on return. Lock wire in place on return. Distal end of flexor appears to be crimpled. Functional inspection handle actuation as intended for deployment and recapture. Stent deployed as intended. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of evo-fc-10-11-6-b lot# (B)(6) involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13 jun 2022. Refer to attachments evo lab evaluations attendance 13th june 2022 for lab attendance. The returned device lab examination findings and observations can be referred through attached photos (ref att. 'Pr 364008_lab_decon evaluation photos'). On evaluation of the device the following was observed. Visual inspection: stent partially deployed on return. Red marker at 4 dimpling on return. Lock wire in place on return. Distal end of flexor appears to be crimpled. Functional inspection. Handle actuation as intended for deployment and recapture. Stent deployed as intended. Documents review including IFU review: prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1838243 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1838243. It should be noted that the instructions for use (ifu0062-5) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the distal flexor kink/crimpled which would then have constrained the stent release. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the distal flexor kink/crimpled which would then have constrained the stent release. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.